Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked from the port side during administration. The following information was provided by the initial reporter: "we just received a report from our nicu team that 3 ml bd syringes were leaking port side during administration. In testing I can get this to replicate, but only using the nicu tubing and one lot of the bd 3 ml syringes (1196123) exp 2026-07-31."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: eleven samples and photo received for investigation. Visual inspection, and leakage test with and without max zero device were performed. Molding defect and leakage was found on three syringes. A device history review was performed for lot 1196123, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with failure in the temperature of the mold and problems in the injection process. Actions include challenge the mold temperature and injection process, and updating production log to include a leakage test with the max zero device. A project was initiated to reduce leakage for this syringe.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe leaked from the port side during administration. The following information was provided by the initial reporter: "we just received a report from our nicu team that 3 ml bd syringes were leaking port side during administration. In testing I can get this to replicate, but only using the nicu tubing and one lot of the bd 3 ml syringes (1196123) exp 2026-07-31."